Event description:
During an arthroscopic procedure using a fluid pump/management system, rather than gravity, there was an unusual amount of fluid extravasation into the tissue above the operative site. In house testing suggests an issue with the disposable inflow tube set rather than the fluid pump.